Event description:
It was reported to medtronic neurosurgery that after the shunt assembly was implanted in the patient the pressure level was set to 0.5. The patient's ventricles did not reduce in size, so a revision surgery was performed and a new shunt was implanted. It was also reported that the patient has since recovered.

Manufacturer narrative:
The valve and peritoneal catheters were both patent and met requirements for the leakage test. The valve also met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing record was not possible as a lot number was not provided. (B)(4).